Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issue of infusion set's cannula being kinked on (B)(6) 2024. The symptoms occured 3 or more hours after insertion. The site of insertion was located at abdomen. Furthermore, the customer confirmed the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.